Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6) (r919222301) it was reported that on (B)(6) 2025, a 27mm navitor vision valve was successfully implanted in a patient. A pre-implant balloon aortic valvuloplasty was performed using an 22mm non-abbott device. The length of the membranous septum is 2.7mm. It was noted during procedure that the patient developed a complete heart block. The decision was made to implant a permanent pacemaker. While in cusp overlap view and prior to deployment, the inflow edge of the constrained valve frame was aligned at the base of the non-coronary cusp. The valve was not re-sheathed during procedure. The final non-coronary cusp implant depth was 4.2mm. The completed heart block was resolved at the time of report.

Manufacturer narrative:
It was reported that during navitor implant procedure that the patient developed a complete heart block. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported heart block could not be conclusively determined. It is possible that procedural condition (implant depth and patient history) could have contributed to this event. However, this cannot be confirmed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The reported surgical intervention was a case-specific circumstance as decision was made to implant a permanent pacemaker for heart block. The completed heart block was resolved at the time of report. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Subsequent to the previously filed report, additional information was received that there was no calcification extending beneath the aortic annular plane in the interventricular septum. There was no clinically significant delay in procedure reported. The patient did not have a prolonged hospital stay for monitoring of rhythm. There is no allegation of malfunction against the abbott device or procedure. The patient was discharged at the time of report.